Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg became inoperable 3 years ago as well as therapy diminished over a year ago. Reportedly, the scs ipg is unable to communicate with any external devices. As a result, surgical intervention may be undertaken as the next course of action to address the issue.